Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump had a short life, with batteries lasting three days. Reportedly, low battery warnings were emitted every three days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: during investigation, a review of the black box dates from 02/04/2014 to 02/20/2014. Three low battery warnings were observed. The black box history showed evidence of a partially discharged battery being installed on 2/6/2014. The pump powers on with returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be intact. The pump current draws were within specifications. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.